Event description:
The manufacturer received information alleging about the liquid spillage of the device. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to the manufacturer for evaluation. During evaluation of the device, reported fault was confirmed that liquid ingress on interior and exterior of device. The manufacturer visually inspected the internal/ external part of device and found main board components burnt out and contaminated due to liquid ingress. In addition, ui panel assembly, blower box assembly, blower assembly, upper enclosure, bottom enclosure, sd cover flip door and accessory module flip door were contaminated due liquid ingress. Service center also found that device will not function due to liquid ingress. Lastly, as per customer request this device has now been scrapped.